Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The clinic will continue to monitor the patient. No intervention was performed, and the patient had no adverse consequences.